Event description:
It was reported that the patient presented for a routine follow-up in clinic. It was noted that right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was stable.

Event description:
New information received notes that a leadless pacemaker was implanted. The right ventricular lead remains plugged into the old pacemaker and was programmed as a backup. The patient was stable.